Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the operator broke off the reaming rod push rod 2.5mm shaft when inserting into power. There was an unspecified amount of surgical delay. The surgery was completed. Concomitant device reported: unknown insertion instruments: trauma (part# unknown, lot# unknown, quantity 1). This report is for 1 reaming rod push rod 2.5mm shaft. This is report 2 of 3 for (B)(4).